Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate profile, lot: 227602, catalog: 3501645. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. Capsular contracture baker grade ii on both the left and right breast prosthesis was diagnosed post procedure. Deflation on the left breast prosthesis was also indicated. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/25/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).